Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized in the intensive care unit due to high blood glucose. Customer was not properly trained on insulin pump. Call was made to customer who confirmed hospitalization and reported that blood glucose was not properly monitored due to running out of test strips. Customer declined further details. Training would be set up for customer.